Event description:
It was reported that part of the colonovideoscope insertion tube coating fell off the scope during a colonoscopy, exposing wires at the bending section causing mucosal bruising and trauma. The scope was exchanged, which created an approximate 5 minute delay. It was noted that the scope had been examined prior to the procedure and no damage was seen. The patient was sent for a CT scan to locate the device coating inside patient and material could not be traced. It is assumed that it was somewhere inside patient. Post procedurally, the patient experienced mild bleeding and mild redness, but was discharged in stable condition.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was further reported that the CT scan was negative, and the patient is doing "fine." There were no polyps observed. The patient is currently waiting to schedule a cologuard test. It was confirmed that there was no other equipment used in combination with the device. Moreover, the bending section rubber was replaced in (B)(6) 2023 during a third-party device repair.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, there were problems with the way the bending tube and passive bending section were repaired. However, the specifics could not be confirmed because the device was repaired by a third-party agency, and not repaired by olympus. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: "3.2 inspection of the endoscope" ¿ detection of loosened bending section: "repair by a third-party agency- prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner." This supplemental report includes additional information received from the customer. B5 updated accordingly. Also, a correction has been made to d8 from the initial medwatch. Olympus will continue to monitor field performance for this device.